Event description:
The user facility reported that during a diagnostic bronchoscopy, the physician had noticed black specks in the field of vision. Upon removing the scope, the bending section cover glue reportedly appeared to be coming off the bronchoscope. Olympus followed up on this report and was informed that some black fragments were retrieved during the procedure by an unknown means. The procedure was successfully completed with no complications and no patient injury reported. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was received with the bending section of the glue missing. The switch cover was found loose and the device failed leak testing. There were dents noted on the distal end cover and the light guide lenses were cracked. The bending section cover glue on the insertion tube side was cracked, discolored and peeling, which appears to be due to chemical damage. The image was noted to flicker intermittently. There were long scrape marks and a dent noted in the mid-section of the insertion tube. The exact cause of the user's experience could not be determined; however, user handling and/or the facility's reprocessing methods are potentially contributing factors. The bf-160 instruction manual advises users to inspect the device prior to use, and if any irregulars are noted, not to use the device.